Event description:
It was reported by service report that the casters were damaged causing a reduction in mobility and reduced brake force. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Delaminated casters.